Event description:
It was reported an arrhythmia occurred requiring a pacemaker to treat. After a successful transcatheter aortic valve replacement of a implantation of a 25mm lotus edge valve, the patient had a conduction disturbance, which continued overnight. The following day a pacemaker was implanted and the patient was discharged. Patient is in fine condition.